Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted h3 other text : device not returned.

Event description:
It was reported that occlusion alarms occurred. The customer went to the emergency room (ER) with a blood glucose of 436 mg/dl. The customer attempted to treat with a manual dose injection, however, was treated in the ER intravenously with fluids of saline and insulin. The customer was released from the hospital on the same day with issue resolved. A systems check with tandem technical support verified the pump was functioning as intended.